Event description:
A hospital reported via a distributor that water leakage occurred in an mr290v humidification chamber. The floats inside the chamber were held in the wrong position and did not operate correctly. This event occurred before pt use. No pt consequence was reported.

Manufacturer narrative:
The returned mr290v humidification chamber was visually examined for dents, inverted to test for float operation and subsequently tested for overfilling by connecting to a waterfeed bag. Results: a small dent was found on the aluminum base of the chamber under the hinge bracket assembly. Crazing was also visible on the aluminum base located on the same position as the bent. The primary and secondary floats remained held to the aluminum base when the chamber was inverted. When connected to a waterfeed bag, the water level in the chamber exceeded the maximum fill line and continued to rise until it flowed out of the chamber ports. A lot check revealed no other complaints of this nature for this lot number. Conclusion: overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. Our investigation indicated that both the primary and the secondary floats of the chamber were not operating correctly resulting to an overfilling. The reported fault was confirmed and most likely due to the chamber being dropped before pt use. The small dent observed on the aluminium base indicates an impact and is consistent with the damage usually associated with overfilling of the chamber. The mr290 user instructions includes a warning not to use the chamber if it has been dropped. Our monitoring and trending of events involving mr290 chamber overfilling has a rate of occurrence in the last year.